Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the remote manager failed due to faulty micro switch and latch connections. A field service engineer had micro switch was greased and the latch was replaced to resolve the issue. The contact information was left blank due to the issues identified by the field service technician during the site visit.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager had continuous failure, preventing user from accessing the required medications. The customer stated that the user had to pull the required medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manger failing due to micro switch and latch connections. A field service engineer greased micro switch and replaced latch to resolve. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager had continuous failure, preventing user from accessing the required medications. The customer stated that the user had to pull the required medication from another station. There were no adverse events or injuries reported based on this incident.